Manufacturer narrative:
0 of 5 devices have been returned for evaluation. Evaluation results will be submitted as they become available.

Event description:
This report summarizes <noe> 5 </noe> malfunction events. This report summarizes 5 malfunction events where a midwest stylus plus handpiece would not hold dental burs. There were no injuries in any of the events.